Manufacturer narrative:
No button response due to corroded keypad traces. The insulin pump was monitored. No frozen display anomaly noted.

Event description:
The customer reported that the insulin pump had a frozen display. The blood glucose reading was 250mg/dl. Troubleshooting was performed. Instructed the customer to remove the battery for five minutes and to reinsert a new battery, but the frozen display still continued and the time on the insulin pump was not advancing. Advised the customer that the device will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.